Event description:
It was reported that during a colon procedure, the device did not function. A like device was used to complete the procedure. There is no additional information available. There was no patient consequence.